Manufacturer narrative:
The impella 5.5 was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) patient presenting for hemodynamic support using the impella 5.5 pump. During support, a pocket hematoma formed at the axillary insertion site. As treatment, an evacuation was performed.